Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer was treated for high blood glucose with manual injection. The customer was able to perform high pressure test and failed. The customer was advised that the pump will be replaced. The customer was advised to revert backup plan until replacement arrives. The customer declined the troubleshooting for absence of no deliver alarms.